Event description:
Devilbiss healthcare received a complaint via an FDA medwatch report involving an oxygen concentrator. The medwatch report was submitted by the patient, who refers to several machines from at least two manufacturers that experienced "machine malfunction," reportedly causing him to suffer "lung and breathe shut down," "pneumonia," "massive lung and sinus infection," "multiple near-death experiences" and "multiple trips to the ER." As to the devilbiss unit, the patient states "moisture not working." Devilbiss is investigating the complaint, including attempting to retrieve and evaluate the devilbiss unit, and will update this report if additional information becomes available.